Event description:
It was reported that during unpacking, stent damage occurred. When they pulled up the yellow push to expose the stent, the stent felt ragged to them and it was frayed. They did not like the way it look. So, they never push this device in the patient and put it in the box. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).